Event description:
The customer reported wash carousel motion errors while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results as the instrument would be in not ready state and not complete any assays on board. There was no patient impact associated with this event. The customer¿s biomedical engineer indicated no hardware issues were noted. Beckman coulter sent a new lot of reaction vessels, with the unaffected rvs, to the customer. The customer indicated no further issues.

Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).